Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tap was returned for analysis. Functional testing found that the there was damaged causing mating issues with the tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. The rep indicated that the 4.5 awl tip tap was binding with the navlock and powerease so it was not spinning. The instrument was planned to be replaced. No patient was involved with this issue.